Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during use of a clearlink solution set. The reporter stated that when an unspecified secondary line was disconnected from the upper port of the clearlink set during infusion, ¿the valve did not close¿ and rituximab leaked out from the upper port. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.